Event description:
The customer reported that during the last two weeks of (B) (6) 2009, there had been a tube with a blown cuff where the patient required a non-routine replacement of the tube. The tube was discarded and the customer had no other details of the event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that inform meter had melted pins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.